Event description:
Deployment of the contralateral leg graft noted the distal portion of the graft landed in an aneurysmal section of the vessel. In order to achieve a seal of the aneurysm, an iliac leg graft was deployed to extend the graft farther into the common iliac artery. With the deployment of the leg graft, the aneurysm was excluded. No endoleaks were viewed during the completion angiogram.